Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The right atrial (ra) lead was returned to the manufacturer post mortem. The lead was analyzed and tested out of specification. The patient's death is not related to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.